Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and suprarenal aortic extension. A follow up, on (B)(6) 2016, showed lateral graft movement and a type 3a endoleak. The physician elected to implant an infrarenal aortic extension to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak, the reported stent migration could not be confirmed. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak at implant, at 13 month post implant an unknown endoleak following an automobile accident, and at 37 months aneurysm sac growth was identified. The clinical assessment was based on adequate medical records and no patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; long time use of antiplatelet therapy and the unconfirmed reported movement of the implanted devices could have contributed to the type 3a endoleak.